Manufacturer narrative:
Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 24 jan 2024, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 18 dec 2024, an upper gastrointestinal endoscopy revealed thickening of the duodenum and an ulcer along the jejunal tube route. The j tube was removed. The patient will wait about a month for complete healing and maintain treatment with omeprazole.